Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019 the 2.0x38 mm xience sierra stent was implanted in the distal left anterior descending (lad) coronary artery. A non-abbott stent was implanted on the same day proximally overlapping the xience sierra stent in the lad. On (B)(6) 2020 the patient had angina. Angiogram showed 90% in-stent restenosis in the xience sierra stent and no stenosis in the non-abbott stent. The restenosis was treated with a drug coated balloon and the condition resolved. No additional information was provided.